Event description:
It was reported that the tip of the fenestrated bipolar forceps instrument was broken. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 4.52mm x 6.25mm in size and was not returned with the instrument. As a result, a dislodged grip tip was observed that was still attached to the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis (fa) team confirmed initial findings. The instrument was transferred to design engineering for further investigation of the broken molded insulator failure mode, and the grips were disassembled from the instrument for further inspection. Upon disassembly, it was found that the grip opposite to the grip that had the broken molded insulator and dislodged grip, was bent slightly. Furthermore, this grip was found to have a chip at the base of the molded insulator with a fragment measuring approximately 2.1 x 0.6mm missing and not returned with the instrument.